Manufacturer narrative:
Device manufacture date: 01-may-2015.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There were no issues during the disposable device manufacturing, including sterilization. Products met final inspection and testing requirements prior to shipment. Age at time of event was requested.

Event description:
Patient developed nerve issues with left thumb and index finger four days post miradry treatment. Oral anti-inflammatory medication (medrol dose pack) was prescribed. The physician diagnosed the nerve issues as median nerve sensory issue in the hand, radii nerve motor dysfunction, numbness in mid-homeral region, and tingling of medial aspect of the forearm. The patient had a vaso-vagal event during anesthetic injections in the left axilla. The physician recommended physical therapy and nerve stimulation but the patient declined.